Event description:
Elderly female was being treated for chronic obstructive pulmonary disease (copd) on the inpatient medical floor. When the rn was drawing up solu-medrol using a blunt needle (18 gauge, gray, monojet), a piece of the rubber stopper was able to be drawn into the syringe. The supervisor was notified. No harm to patient because it was discovered by the nurse prior to administering the medication. (This is the 3rd reported event in the month of february at our affiliates. Each on a different campus).